Event description:
During a routine shift check by a clinician, the device inappropriately shut down. If the user tapped on top of the device, the device would toggle off and on. There was no pt involvement in the reported malfunction.